Event description:
Covidien received information stating that during pt use an 840 ventilator was auto-cycling. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and was not able to duplicate the malfunction. The cse replaced the inspiratory printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.